Event description:
Reported as: "the device will not hold fluid and (the md) believes (there might be) a problem with the tubing."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage (brittle tubing, cracked inside) of the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related and this breakage may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Performance tests indicate no leakage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."